Manufacturer narrative:
As stated in the description, the electrodes were placed on (B)(6) 2024 and subsequently due to the flat readings were replaced with a second surgery on (B)(6) 2024. There was no harm to the patient. The replacement electrodes recorded well.

Event description:
On (B)(6) 2024 electrodes were implanted in the patient. On april 11th, some of the electrode readings were completely flat. After trouble shooting and changing cables it was decided to replace the electrodes. On april 12th,a second surgery was completed for the replacement of the electrodes. There was no reported harm to the patient

Manufacturer narrative:
As stated in the description, the electrodes were placed on (B)(6) 2024 and subsequently due to the flat readings were replaced with a second surgery on (B)(6) 2024. There was no harm to the patient. The replacement electrodes recorded well. Updated on 6/3/2024: the clinical specialist and director of engineering were on site for the removal of the original electrodes. After the removal, the electrodes tested within the required parameters thus refuting the complaint. The issue was discussed with the clinicians on site and all were unable to identify the cause of the flat readings. As a recommendation for future use of electrodes the clinicians were told to be mindful of kinking the electrodes and tracking other equipment used to see if that is a factor in flat readings. Updated on 09/27/2024: "UDI related data quality updates only" clarification and correction of the following missing items from previous supplemental report: combination product: no brand name: spencer probe delth electrode. Model and catalog number sd10r-sp05x-000. Primary di number (B)(4).

Event description:
On (B)(6) 2024 electrodes were implanted in the patient. On (B)(6) 2024, some of the electrode readings were completely flat. After trouble shooting and changing cables it was decided to replace the electrodes. On (B)(6) 2024, a second surgery was completed for the replacement of the electrodes. There was no reported harm to the patient.

Event description:
On (B)(6) 2024, electrodes were implanted in the patient. On (B)(6), some of the electrode readings were completely flat. After trouble shooting and changing cables it was decided to replace the electrodes. On (B)(6), a second surgery was completed for the replacement of the electrodes. There was no reported harm to the patient.

Manufacturer narrative:
As stated in the description, the electrodes were placed on (B)(6) 2024 and subsequently due to the flat readings were replaced with a second surgery on (B)(6) 2024. There was no harm to the patient. The replacement electrodes recorded well. Updated 6/3/2024. The clinical specialist and director of engineering were on site for the removal of the original electrodes. After the removal, the electrodes tested within the required parameters thus refuting the complaint. The issue was discussed with the clinicians on site and all were unable to identify the cause of the flat readings. As a recommendation for future use of electrodes the clinicians were told to be mindful of kinking the electrodes and tracking other equipment used to see if that is a factor in flat readings.